Event description:
It was reported that during a da vinci hysterectomy procedure, the endowrist one vessel sealer instrument was noted to coagulate, but not cut when prompted. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation could not confirm the customer reported failure mode. The instrument was returned with heavy bio-debris in the garage track. There was no blade exposed observed. The garage track was wiped down to be free of debris. Failure analysis investigation also found the instrument snake wrist was dislodged. The instrument was placed on the system and was still able to be recognized; but not able to engage. The vessel sealer instrument could not be advanced through the cannula. There were no pieces or material missing. The grips have an offset of approximately .033 in the clockwise direction and .016 in the counterclockwise direction. The width of both blade tracks was approximately .024. The cause of the damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument snake wrist found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.